Event description:
It is reported that approximately one and one-half months ago while removing the fms signal from the patient (who is described as a large man with internal hemorrhoids) experienced deflation difficulties with the gms signal balloon. The complaint states that the nurse thought the balloon may have been over-inflated, and that nurse was able to remove fluid from the balloon (amount unknown) resulting in the ability to remove the balloon from the anus while partially inflated (amount of remaining mls in the balloon is unknown). No trauma was noted to the patient and no untoward effects.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.